Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a cerebral interventional procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a cerebral interventional procedure using a 9f sheath. It should be noted that the proglide instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths, for sheath sizes greater than 8f, at least two devices and the pre-close technique are are required. In this case, the use of only one device or the absence of the pre-close technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.